Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device pacer function was turning on by itself during shift checks and when the unit was moved around. There was no report of any adverse event to the patient or user.